Event description:
Per the audiologist, the pt was unable to hear with the cochlear implant sys when the sound processor was on battery power. Exchanging external equipment did not alleviate the problem. Reportedly, the surgeon stated that the receiver/stimulator may have migrated. An x-ray was recommended to verify correct device placement. The pt underwent a revision surgery to reposition the device in 2007 (date is an estimate). Reportedly, the internal device is now appropriately placed and the pt is doing well. The date of event and the date of the revision surgery date are estimates.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.